Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise leading to three inappropriate shocks. The patient was brought into the office and the sensing vector was reprogrammed from primary to secondary. The data was sent to technical services (ts) for review. Upon review, ts noted that the s-ICD recorded three treated and one untreated episode since being implanted. The untreated episode was eight months earlier. The three treated were all in the current month. All episodes were due to oversensing of noise and baseline shifting. Ts discussed that the noise is due to sudden changes in the impedance pathway of the sensing vector. Ts further discussed possible causes and other troubleshooting options. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise leading to three inappropriate shocks. The patient was brought into the office and the sensing vector was reprogrammed from primary to secondary. The data was sent to technical services (ts) for review. Upon review, ts noted that the s-ICD recorded three treated and one untreated episode since being implanted. The untreated episode was eight months earlier. The three treated were all in the current month. All episodes were due to oversensing of noise and baseline shifting. Ts discussed that the noise is due to sudden changes in the impedance pathway of the sensing vector. Ts further discussed possible causes and other troubleshooting options. The s-ICD and electrode remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.